Event description:
It was reported that an interlink continu-flo solution set experienced backflow during a piggyback infusion. The reporter stated that the secondary solution was ¿feeding¿ up into the primary line, not into the patient. The reporter stated that there were bubbles in the primary solution bag. The reporter stated that the patient may have not received the proper intravenous medication amount, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported lot number ur13b1a052; however, this lot number is not recognized by baxter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.